Manufacturer narrative:
Safety screw only available (the insert is not available). On (B)(6) 2017 the r&d project manager performed a visual inspection of the explanted safety screw and commented as follows: loosening of the insert safety screw occurred 14 months after primary surgery. Once the screw came out from its seat, it was interposed between the articular surface of the femoral component and the tibial insert. The threated part of the screw and its head are damaged showing some scratches, with the threads plastically deformed undergone to the body weight load. Those scratches were most likely caused by the interaction with femoral component.

Manufacturer narrative:
On 18 may 2017 the medical affairs director performed a clinical evaluation and commented as follows: radiographic images show the presence of a loosened insert fixation screw 1 year after primary tka. This event may be due to insufficient tightening torque but the real cause can't be determined. Immediate removal is strongly recommended. During arthroscopy visual inspection of articular surfaces can be performed in order to evaluate possible damages. No negative consequences should be expected for the insert fixation in absence of the safety screw. Batch review performed on 07 june 2017. (B)(4).

Event description:
Revision surgery planned due to loosening of the pe fixing screw. The screw was removed in arthroscopy.